Manufacturer narrative:
On 11/22/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: the device was visually inspected and it was found with no apparent damage. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the previous supplemental did not include a due date. The due date should be (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of a detail that was mistakenly omitted from the initial report. The deflation was accurately reported; however, the initial report was submitted without the corresponding device code. The "material rupture" code has been added to this supplemental report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, asymmetry, and device migration manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a 425cc mentor smooth round high profile saline breast implant and experienced postoperative bilateral deflation, asymmetry, and device migration. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 450cc mentor memorygel breast implants (catalog number 3505004bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's right-sided device.